Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was a 99% stenosed lesion located in a calcified artery. Stent irregularly moved in the balloon and was required to be collected again but was not reentered in the guide catheter.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50x32mm promus element drug eluting stent was advanced to treat the target lesion. However, the stent was noticed to be visibly deformed when positioned in the right coronary artery lesion. It was also noted ¿not even allowing the reintroduction of the assembly on the catheter guide¿. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. .

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the proximal half of the stent was severely damaged and stretched proximally up to the proximal balloon bond. This type of damage is consistent with the stent meeting resistance upon advancement. The distal side of the stent remained crimped in place. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50x32mm promus element ¿ drug eluting stent was advanced to treat the target lesion. However, the stent was noticed to be visibly deformed when positioned in the right coronary artery lesion. It was also noted ¿not even allowing the reintroduction of the assembly on the catheter guide.¿ the procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.